Manufacturer narrative:
The user facility made one report for several observations of reported leakage with the isolator line. However, event specific info has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file in quality assurance for use in tracking, trending and f/u. Explanation of method code: terumo cardiovascular systems did not receive the medical device from the user facility despite request for return of device. However, a review of the mfg records for the subject device revealed no unusual circumstanced during product mfg. Explanation of results code: because the suspect article was not returned to terumo, the investigation was limited to a review of the documentation. No additional info is available relative to terumo's investigation of the device. Explanation of conclusion code: no conclusions can be made relative to this event. If the device is received by terumo, and if additional event specific info is learned, a f/u report to FDA will be submitted.

Event description:
The user facility reported several occurrences where a pressure isolator line from a convenience kit was found to be leaking during cardiopulmonary by-pass. The blood loss was reported to be minimal ("drops or slow ooze") and it was not deemed necessary to come off pump. In at least two instances, the defect was observed to allow air to enter the line and fill the bubble trap. No pt injuries or complications were reported as a result of these observations. Additional event specific info was not available.